Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient's implantable cardioverter-defibrillator presented with a pocket infection. The system was extracted on (B)(6) 2021. Post-procedure the patient was stable.